Event description:
The tip of the catheter broke off in the patient's vessel. The broken tip was retrieved successfully after the vessel was dilated and opened. The vessel reportedly had isolated spots of posterior plaque. No premanent injury reported. This device was used on the same patient and on the same intervention as medwatch #6000002-2003-00361.